Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ missing coil') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, sleepy, peptic ulcer disease, stomach pain, night sweats, visual impairment, joint pain, muscle weakness, anemia, vitamin d deficiency, morbid obesity, low back pain, constipation, diarrhea, nausea, pelvic pain, allergic rhinitis, human papilloma virus infection, eczema, hypertension and gastroesophageal reflux disease. Concurrent conditions included runny nose, watering eyes, sneezing, dry cough, depression, weight gain and abdominal pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and skin reaction ("skin reactions"). The patient was treated with surgery (bilateral salpingectomy, probable hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain and skin reaction outcome was unknown. The reporter considered device dislocation, pelvic pain and skin reaction to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006. More than one device removal suregery?- possible. Lot number:508835, manufacturing date:2005-08, expiration date:2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Events added: pain and skin reactions. Reporter's information and essure removal date were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Lot number:508835, manufacturing date:2005-08, expiration date:2007-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records recived, lot number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.